Event description:
Caller reports that patient 1 tested 3.0 inr and 2.7 inr on the same device during duplicate testing, but a comparison lab returned as 2.2 inr. Patient 2 reportedly tested 3.5 inr and 3.2 inr on the same device during duplicate testing, but a comparison lab returned as 2.6 inr. Patient 3 tested 7.0 inr and 5.3 inr on the device while a comparison lab returned as 4.1 inr. No action was taken based on device results. No adverse event reported for any patient. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strips producing results of 2.7 inr, 3.2 inr, and 5.3 inr: 367a, 1/08.